Manufacturer narrative:
(B)(4).

Event description:
Literature: allert n, kelm s, dohle c, et al. [Stimulator programming as part of hospital rehabilitation in dystonia pts with deep brain stimulation]. Neurologie und rehabilitations. 2010; 16(4):186-193. Summary: the authors retrospectively analyzed the changes in the stimulation parameters that took place during the rehabilitation treatment of dystonia pts with deep brain stimulation (dbs), the effect of dystonic movements on a clinical global assessment scale and the effect on the everyday competency of pts (as measured by the barthel index). A total of 66 dystonia pts with dbs were hospitalized for 34 +/- 13 days between (B)(6) 2003 and (B)(6) 2008. Technical dysfunctions were found in two pts and a dislocation of one electrode in one pt. Event: this file is for the pt who experienced lead dislocation. It was reported that one cervical dystonia pt (female) with bilateral globus pallidus internus (gpi) electrodes experienced a significant reduction in symptoms following implantation at the age (B)(6). Six weeks following implantation, the dystonic symptoms returned despite repeated adjustments to the dbs in the primary center. A depressive disorder increasingly developed, psychological care was recommended and the pt was admitted to an in-patient rehabilitation center. Further evaluation indicated that no central stimulation effects could be generated up to the maximum charge density; x-ray confirmed a dislocation of the right electrode by more than 2 cm dorsally. Following electrode revision, the pts' symptoms were greatly reduced and there was a rapid response of the dystonia within seconds. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt and event has been requested.